Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated mid left anterior descending artery with two 2.5 x 28 xience v stents. On (B)(6) 2010, the patient experienced chest pain and dyspnea that was diagnosed as a non st and non q wave myocardial infarction (mi). A diagnostic coronary angiogram could not be done due to the patient's on-going gastro-intestinal bleed until (B)(6) 2010, when 80 to 90% in-stent restenosis was found in the index lesion. On (B)(6) 2010, the patient underwent percutaneous coronary angioplasty in the index lesion with less than 10% residual stenosis. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, mi, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.